Event description:
Info rec'd indicates the brakes will set and hold, but only from the head end of the stretcher. The brake will not set all the way from the foot end.

Manufacturer narrative:
The technician found the brake link was bent, preventing the brake from locking. He replaced the brake link to repair the stretcher.